Event description:
The customer initially reported some internal damage to the device and an electrical burning smell. After an evaluation of the device, the customer reported that the device would not charge defibrillation energy for a shock. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control replaced the therapy and biphasic pcb assemblies and proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.the removed pcb assemblies were further evaluated in the failure analysis center. The cause of the reported failure was determined to be a shorted and burned capacitor, designator c36 from the biphasic pcb assembly.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio also observed some burnt components on the biphasic pcb assembly. Physio was unable to determine if the reported damage was related to the observed failure to charge defibrillation energy.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.